Manufacturer narrative:
The tech found upon inspection that the foot and head casters were not holding the bed when brake was engaged. The most likely reason for the brake casters not holding is due to normal wear and tear. The tech replaced the brake casters to resolve the tissue. Based on this info, no further action is required.

Event description:
The tech reported the brakes are not holding while in brake mode. The bed was located in the hill-rom service center. There was no pt/user injury reported. (B)(4).